Event description:
It was reported that the customer had multiple unspecified cartridge issues. Cartridge changes were performed to address the issues. Although requested, no additional information was provided by the customer. There was no adverse impact to the customer's blood glucose level.